Manufacturer narrative:
The root cause can not be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports" the wrap burned her and there was redness". The cause of the consumer receiving burns and redness is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On (B)(6) 2021, a spontaneous report from the united states was received from a consumer regarding a female consumer who used thermacare lower back and hip l/xl 8hr 2ct. Medical history included back pain. Concomitant products were not provided. On the night of (B)(6) 2021, the consumer topically applied the thermacare lower back and hip l/xl 8hr 2ct. On an unspecified amount of time after applying the product, the consumer removed the wrap. She noted her skin was burned and she had blisters. The consumer mentioned she contacted her lawyer. No additional information was provided.